Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. (B)(4).

Event description:
It was found during servicing of the device that the battery pins on the battery pca are bent. There was no adverse patient impact reported.

Event description:
It was found during servicing of the device that the battery pins on the battery pca are bent. There was no reported patient involvement.